Event description:
Information received reports the ins was overdischarged and showing a power on reset condition. The patient states she recharged to 75% the night before. Medtronic representative working with the patient to recharge device enough to clear the power on reset. Additional information received reports the patient feels she is recharging more than expected. Also for the past year, while stimulation is turned on, there is pain in the pocket area and stabbing pains in the back area where the leads are located. The pain is constant. Patient has had several falls within the past year. Medtronic representative states palpating the area causes stimulation changes. Impedances are within normal limits. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).